Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported via a literature article that approximately six months following a combined cataract removal and glaucoma shunt implant procedure, it was observed that the misdirected glaucoma shunt was impinging on the peripheral iris causing subsequent oculodynia (eye pain) with photophobia (discomfort or pain to the eyes due to light exposure) which necessitated removal of the shunt. It was noted that the patient was initially treated with intensive ocular surface lubricants, topical steroids, pharmacological dilation, and oral analgesics; however, the patient's eye pain continued. It was noted that there was no evidence of clinically significant anterior uveitis or other ocular inflammation. The eye pain was not exacerbated by eye movement, and there was no bleb dysesthesia (abnormal sensation). Three months later, the patient saw another glaucoma specialist who decided to remove the shunt on the basis that the shunt's impingement on the iris was causing the patient's symptoms. During the shunt removal surgery, a trabeculectomy augmented with mitomycin-c was also performed. Postoperatively, the patient's intraocular pressure (iop) fluctuated from low for the first month then spiked high, requiring reintroduction of glaucoma medications, removal of the releasable scleral flap sutures, and a subconjunctival fluorouracil injection. Three months following the removal procedure, her eye was settling well with a diffuse bleb. It was noted that the patient has had no oculodynia since her eye settled following removal of the shunt.